Manufacturer narrative:
(B)(4)this is a report of a patient who experienced a system error 2240 alarm due to use error further described as patient disconnected an empty bag from one of the supply lines and left the clamp opened. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell five of six in peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated that they disconnected an empty bag from one of the supply lines and left the clamp opened. The technical service representative (tsr) explained the cause of system error 2240 to the patient and assisted the patient in ending therapy. The tsr reviewed proper procedures with the patient. The patient was to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.